Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod10s. During the procedure, the nurse accidentally kinked the pusher assembly of a pod10 while loading it into a lantern delivery microcatheter (lantern) and, therefore, the pod10 was removed. The procedure was completed using a pod12 coil and the same lantern. There was no report of an adverse effect to the patient.